Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the doctor advised the tech to reprogram the unit. D ifferent program settings were tried. Sometimes it would work and sometimes it would not.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they find that the programs they have really only work and help when they are laying down. Patient said the stim will "turn off" so they don't feel the tingling and are in pain when they are walking around, then when they lay down the stim will shoot up again. When asked if event date was since implant, patient said yes but this was the first week they had really been able to function since implant. Patient said the pain from the back surgery was so bad that they spent most of the time laying down, but this week they'd been walking around and trying the programs. Agent redirected to the healthcare provider to further address the stimulation.